Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges during functional testing prior to a patient use, "it was found that there was big bubbles while no mist came out, replacing with oxygen nebulizer still without mist, then replacing the nebulizer device, (continued) reconfigured the liquid, the treatment of aerosol inhalation was smooth and the atomization was normal". It was reported there was no adverse effect for the patient.

Event description:
Customer complaint alleges during functional testing prior to a patient use, "it was found that there was big bubbles while no mist came out , replacing with oxygen nebulizer still without mist, then replacing the nebulizer device, (continued) reconfigured the liquid, the treatment of aerosol inhalation was smooth and the atomization was normal". It was reported there was no adverse effect for the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of catalog number 1885 micro mist nebulizer w/elong, which consisted of a jet, jar, cap , tubing and mask. During the visual inspection residue was found on the inside of the cap, jet, jar, and tubing. The mask was visually inspected and appears typical with no defects or anomalies observed. A functional inspection was performed to determine if the nebulizer produced mist and bubbles. The returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. There were no functional issues found with the returned sample. The device history record of batch number 74c1802633 that belong to catalog number 1885 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. Based on the investigation performed, the complaint could not be confirmed. There were no issues found with the returned device. The unit functioned as intended.